Event description:
Investigation revealed a dim, faded and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/22/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: investigation revealed a dim, faded and discolored display screen. (B)(6).